Event description:
First procedure, bypass implantation occurred in 2005 by prof dr. Without any complication. On the 5th day, it was realised that the patient was bleeding and was brought to the intensive care for surgery. Vantage graft was observed to be torn at the anastomosis so that the patient lost about 1.5 liters of blood. Second procedure on the same day: bypass graft was explanted and a new implant placed by dr, using silber dacron graft from inter vascular, with end to end anastomosis. Needle used: seralene 5/0 dz12 (according to doctors, cutting needles are not used for this procedure.)